Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2031514. D4. Medical device expiration date: 28feb2027. H4. Device manufacture date: 31jan2022. D4. Medical device lot #: 2276292. D4. Medical device expiration date: 31oct2027. H4. Device manufacture date: 03oct2022. D4. Medical device lot #: 1284135 d4. Medical device expiration date: 31oct2026 h4. Device manufacture date: 11oct2021 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe 1ml 8mm 30g u-100 100count the product was damaged with a cracked barrel. This is 1 of 2 related reportable malfunctions. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needles bent. Pain during injections. Plunger rod broken. Barrel cracked. Consumer stated that he does not re-use consumer also stated that this is an ongoing issue involving several lots of product # 320469. Consumer refused to send in samples, stated that he does not want to be bothered with sending them in. He received a mail kit with his previous complaint but did not send samples.

Event description:
It was reported while using bd ultra-fine¿ ii insulin syringe 1ml 8mm 30g u-100 100count the product was damaged with a cracked barrel. This is 1 of 2 related reportable malfunctions. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported needles bent. Pain during injections. Plunger rod broken. Barrel cracked. Consumer stated that he does not re-use consumer also stated that this is an ongoing issue involving several lots of product # 320469. Consumer refused to send in samples, stated that he does not want to be bothered with sending them in. He received a mail kit with his previous complaint but did not send samples.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2087950. All inspections were performed per the applicable operations qc specifications. See h10.